Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Review of the transmissions revealed low impedance measurements and automatic mode switch (ams) episodes due to noise oversensing on the right atrial (ra) lead. The patient previously underwent a generator change-out procedure on (B)(6) 2026, during which an insulation breach was identified at the proximal end of the ra lead. The patient was subsequently brought into the clinic, and programming changes were made to address the issue. The clinic will continue to monitor the patient. The patient was in stable condition.